Event description:
It was reported that the patient experienced a loss of therapeutic effect and a loss of stimulation sensation on the left side. Impedance measurements were taken and showed >3600 ohms on all combinations with electrodes #0, 1, 3, 4, 5, and 6. Only electrode pairs with electrodes 2 and 7 were within normal range. The patient was not currently programmed with any of the electrodes involved with the open circuits and used electrodes 2 and 7 which were used on their left side. The amplitude was then increased for the patient's left side where they felt good stimulation. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model 3778-75 (B)(4) implanted: (B)(6) 2011 explanted: na, lead model 3778-75 (B)(4) implanted: (B)(6) 2011 explanted: na, programmer model 37743 (B)(4), recharger model 37752 (B)(4).

Event description:
Follow up information received reported that the patient was reprogrammed around the electrodes with the high impedances. The patient was then able regain therapeutic effect. If additional information is received, a follow up report will be sent.